Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked from an unspecified location. This occurred during prime of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.